Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with intermittent button response due to flattened all the button dome switch. No numbers scrolling up noted. Unit had moisture damage on keypad traces. No moisture damage found on electronic assembly/motor. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2011. Customer's blood glucose levels at the time of hospitalization 623mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. It was also reported that the customer's health care provider noticed a bent cannula when the infusion set was removed. It was also reported that the numbers on the insulin pump scroll, without any input from the customer. Advised to discontinue use of the insulin pump. No additional information was provided.